Event description:
A (B)(6) year old male patient's wife called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was pulled from the strain relief, damaging the j702 trunk cable connector. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.